Manufacturer narrative:
One t3 platform switched tapered implant (bopt5410) was returned for investigation. Visual inspection of the as returned product identified bone residue around the external threads due to usage. The device could not be functionally tested for the reported failure (displacement). However, measurements were taken using a caliper (ID: (B)(4); due date: sep 25, 2020). Through dimensional analysis and comparison to drawings (dwg no. 1040009 rev. C), the device was determined to be within design specifications. Pre-existing conditions noted on the per were clenching and low bone density type iii. The reported devices had been implanted on tooth #19 for approximately 1 month. X-ray and picture images were not provided. As a result, bone loss could not be verified. DHR review for the lot (2018031697) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2018031697) and no similar event or complaint was found. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or device. Therefore, based on the available information and dimensional analysis, device malfunction did not occur and the reported event could not be verified since x-ray or picture image was not provided. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that after implantation, implant (bopt5410) displaced lingually rendering the implant unable to be restored. No malfunction has been reported; however, patient was subjected to additional procedure to remove the implant. Inflammation and pain was also reported. Tooth location 19.